Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system¿s c arm is not functioning¿. Review of the system log file showed that the issue with ¿hybrid extension box¿ and found fuse holder was spoiled. Fse reworked the fuse holder. After reworking the fuse holder, the system was returned to use in good working order. After few days, the issue was reoccurred. The fse replaced the ¿hybrid extension box¿ and system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device c-arm was not functioning. C-arm movement was not available. The device was inside of clinical use at the time of the event. No harm was reported to philips.